Event description:
Staplizer bone staple did not engage when needed. Cartridge seemed bent. Not functioning, wouldn't deploy.

Event description:
Add'l info rec'd from MFR 4/1/2005: a review of product returns from this customer, revealed one report of this product that indicated a staple would not deploy. On receipt of letter, MFR began contacting the hosp for add'l info. On march 1, 2005, MFR was able to contact risk mgr, who reported there was no injury, no delay in surgical time, and when they have a problem, they automatically file a medwatch "whether there is an injury, potential for injury and even when there is no potential for injury." Linvatec, with all known facts regarding this alleged report, cannot determine that a malfunction of a device has occurred. Linvatec has documented a health hazard eval and concluded the hazard/risk index is none or negligible for this type of reported failure. A review of all returns for this product from january 1, 2002 to march 21, 2005, shows no other complaints for this product. This is the first complaint for this product from january 1, 2002. A review of other similar products within this product line from january 1, 2002 to present shows no other complaints where the staple will not deploy. Based upon the above, MFR has not determined there is an adverse trend with this product and without a product for investigation, have not determined that a malfunction has occurred and did not, therefore, file an MDR report per 21 cfr, part 803.